Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and advantage fit was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient experienced vaginal mesh erosion, dyspareunia and vaginismus and underwent mesh removal on (B)(6) 2010. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4) - incontinence additional narrative: it was reported that following insertion the patient experienced recurrent stress urinary incontinence.